Event description:
It was reported that during a rectosigmoidectomy procedure, the staples were not released in the end-to-end anastomosis between the descending colon and the distal rectum. The stapler did not work properly; it only cut, so the anastomosis was done manually. Because of that, the surgery became two hours longer. Additional information has been requested but to date, no more information has been received.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.